Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was that the power/system pcb cable was loose. Physio then reseated the power/system pcb cable and completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to request that their device be serviced for a non-critical issue. There was no patient use associated with the reported event. Upon evaluation of the customer's device, it was observed that the unit would not power on.